Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt rec'd a low battery message. Longevity calculations were performed and revealed possible passivation. An sjm rep cleared the flag and was able to restore stimulation for the pt.